Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that insulin pump had received unexpected restart. Customer¿s blood glucose level was unknown. Customer stated that they were able to clear the alarms and were able to rewind the insulin pump. The customer stated that insulin pump error recurred while normal use. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted.